Event description:
It was reported that "the guidewire creates memory is the wire holds a bend/kink instead of staying straight. And the collapses the vessel is they felt the vessel constricted or the wire caused the vessel to 'close' around it". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the guidewire creates memory is the wire holds a bend/kink instead of staying straight. And the collapses the vessel is they felt the vessel constricted or the wire caused the vessel to 'close' around it". No report of patient harm or injury.